Event description:
The customer reported that the system failed to boot up and displayed a checksum error code. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator sram was replaced and the software was reloaded. The system was tested and found to be working as intended and put back into service.